Event description:
An angio seal device was deployed following a percutaneous coronory intervention procedure. The physician reportedly experienced difficulties inserting the guidewire and sheath due to the condition of the patient's vessel; both guidewire and sheath kinked during the procedure the user reportedly changed the puncture site from the right to left femoral artery and hemostasis was acheived at both puncture sites. The patient returned to the hospital approximately three and a half months post deployment due to the fistula at the left puncture site. No symptoms of infection, fever or swelling were noted. The patient was to be treated surgically. However, the patient has not returned to the hospital for treatment.